Event description:
It was reported that a cartridge alarm occurred during the load sequence. Blood glucose level remained under control and was not affected adversely. Customer attempted to load a new cartridge but faced recurring alarms, prompting technical support to decide on replacing the pump. Customer opted to use multiple daily injections (mdi) as a backup, understood instructions on returning the pump, and confirmed their shipping address for receiving the replacement.